Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right upper lobectomy, during the anastomotic resection of the right upper lobe, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The reload was replaced to complete the case. There was no patient injury.